Event description:
Home health nurse, (B)(6), states curlin pump error that says lithium battery drained. She tried replacing batteries twice, same issue. Will complete infusion via gravity. Gammagard frequency: daily for 1 day every 4 weeks. Gammagard indication: common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.